Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was having difficulty using the device. Patient also stated that maybe one of the lead wires are off. Patient will feel shock waves in his back. Patient drives trucks and when he gets down from his truck he will feel the shock waves with stim off since 2-3 months. No fall / traumas were reported. Patient was redirected to the hcp. No further complications were reported.